Event description:
Pt found with c-pap pulled off; pulse oximeter was alarming but volume too quiet to hear outside of pt's room. Pt was cyanotic. Pt bagged and spo2 rose to 90's after two minutes. Per staff, oximeter automatically returns to preset factory volume of "4" which is too low to hear if not in room; have to manually reset volume to "10" in order to hear it outside of room.